Event description:
I got a positive covid19 result with ellume home test. Day after I went for a pcr test and received a negative result. I learned about the recall of ellume tests. Ellume says my lot is not affected, so I am reporting it here in case more of their tests are actually affected. I kept the box, lot number on the box is ph091-h, lot number listed with test results in the app is 21127-001. FDA safety report ID # (B)(4).